Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she is not getting good pain management from the implantable neurostimulator (ins). Patient has neuropathy, low back pain, and pain in her legs and feet, but the ins is not helping manage this pain. She is no longer feeling stimulation in either of her feet and only feels a little stimulation in her back. The stimulation she can feel in her back is "not overriding the pain." Patient has gone hcp's office a couple of times due to this issue, and met a manufacturer representative for reprogramming. It is now to a point that she hasn't been using the ins for the past 3 days because the stimulation is uncomfortable for her; the level of discomfort is "worse than neuropathy." Patient added that it seems like her nerves are more irritable at her current stimulation settings than they were before. Patient can feel stimulation in the "inner aspect of the right leg below the groin" and "down in the left leg." The ins is currently on and set to 3.7 for programs 1 and 2 on group a. Patient was redirected to their hcp.